Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the collimator was not initializing. 96 volt power was not present. The motion interface enclosure was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the power supply was dropping off and the site was requesting service for the system. There was no patient present when this issue was identified.